Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was unable to push down on multiple plungers to introduce insulin into multiple cartridges due to cartridge resistance. Blood glucose level was in the 300's mg/dl range. Reportedly, the customer was able to eventually fill the same cartridge using the same syringe and needle.